Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 15k with supplementary information number of "14". - the tissue pad was severely worn out. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection] ultrasonic output [inspection] appearance based on the previous investigation results and investigation results of the subject device, a likely mechanism causing the tissue pad to wear out severely might be the following: - grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad was severe wear and damaged (error unknown) during a laparoscopic cholecystectomy procedure. There was no parts or debris fall off. The intended procedure was completed with another device. There was no patient injury reported.